Manufacturer narrative:
The t:slim x2 pump user guide recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off due to normal battery depletion. The customer's blood glucose level was 576 mg/dl and was treated via correction bolus. The customer acknowledged that the pump shut down due to neglecting to charge the device. The customer continued to use the pump for insulin therapy.